Manufacturer narrative:
Additional information: this is a follow up to report that consumer went to the doctor and had diagnostic laboratory tests, pap, and ultrasound. She had two cuts from the applicator, an external vaginal cut and internal vaginal cut. The external cut became infected and a cyst developed. She experienced fever and pain due to the infection, difficulty walking and was unable to work. The infection also caused a burning sensation when urinating. She was prescribed unspecified antibiotics for the infection. Consumer alleged the tampon had extra plastic on it, like shards, and this caused the cuts. Attempts have been made to gather additional information on consumer's outcome, however, no additional information has been received.

Event description:
This is a follow up to report that consumer went to the doctor and had diagnostic laboratory tests, pap, and ultrasound. She had two cuts from the applicator, an external vaginal cut and internal vaginal cut. The external cut became infected and a cyst developed. She experienced fever and pain due to the infection, difficulty walking and was unable to work. The infection also caused a burning sensation when urinating. She was prescribed unspecified antibiotics for the infection. Consumer alleged the tampon had extra plastic on it, like shards, and this caused the cuts. Attempts have been made to gather additional information on consumer's outcome, however, no additional information has been received.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer experienced a sharp pain upon insertion of the tampon. Following insertion, the consumer noted the applicator petals were open and jagged, cutting her right labia causing a bleeding puncture type wound. The consumer's spouse was a certified nurse assistant and treated the wound with an unspecified topical otc medication. In a follow up with the consumer, the wound had allegedly become infected. Multiple attempts have been made to gather additional information about consumer's outcome, however, no further information has been received.